Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5186521. UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead was explanted due to an unknown issue. There were no patient consequences reported.